Event description:
It was reported that the pump and catheter were replaced; no patient symptoms prior to replacement were reported. The devices were returned for analysis and it was requested that the catheter tip be examined for "possible granuloma" as the hcp was uncertain if there was a catheter issue. The patient recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The serial number is included in the range of the synchromed el pump for possible inflammatory mass. An urgent medical device correction letter was sent january 16, 2008, to health care professionals.